Manufacturer narrative:
Additional information was received that the patient ipg was visible. The patient underwent an explant procedure. No device malfunction was suspected. The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms of swollen and irritation were noted. The patient was treated and placed on antibiotics. The incision sites were healed with no infections.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms of swollen and irritation were noted. The patient was treated and placed on antibiotics. The incision sites were healed with no infections.